Event description:
Three attempts to insert PICC line. Guidewire inadvertently left in vein. Required surgical removal.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.